Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the up button on the pump does not work sometimes and rarely it happens that all other buttons also do not work. No adverse event reported. Requested return of the alleged pump for evaluation.